Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator was exercised on a test lung without issue. The safety valve membrane, inspiratory pipe and expiratory channel was cleaned, and dirty expiratory cassette membrane was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, alarms for high airway pressure and low expiratory minute volume has been generated indicating difficulties ventilating the patient. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator was not ventilating patient. There was no tidal volume delivered. There was no patient harm. Manufacturer's ref #: (B)(4).